Event description:
It was reported that catheter stuck on wire and tip fractured. The target lesion was located in the lower left extremity. An angiojet zelante catheter was used for inferior vena cava thrombectomy procedure. However, during the procedure, the guidewire was stuck in the catheter and could not be separated by flushing with normal saline in vitro. The tip was broken into two pieces caused by pulling out the guidewire. The physician replaced with a new guidewire and catheter to complete the following procedure. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the product was returned consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed no damage. A .035 guidewire was used to verify functionality of the device. The guidewire was inserted into the wire lumen and passed through the tip of the device with no resistance and retracted with no issues.

Event description:
It was reported that catheter stuck on wire and tip fractured. The target lesion was located in the lower left extremity. An angiojet zelante catheter was used for inferior vena cava thrombectomy procedure. However, during the procedure, the guidewire was stuck in the catheter and could not be separated by flushing with normal saline in vitro. The tip was broken into two pieces caused by pulling out the guidewire. The physician replaced with a new guidewire and catheter to complete the following procedure. There were no patient complications reported and patient's status was stable.